Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom "powers off without user input," which was reproduced. Evaluation confirmed the reported symptom through component causality of a failed back flex. The rear case was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it had turned off without user input. There was no patient involvement.